Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that only a limited sensor data was available in the dms due to gap in the data between (B)(6) 2026 and (B)(6) 2026 indicating that user had not been using the system consistently. A calibration expired alert was also noted. As a proactive troubleshooting measure, customer care recommended a sensor-relink to allow the system to reinitialize and correct any potential calibration misalignment. Post re-link, the user was advised to continue using the system normally. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.